Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead: (B)(6) 2005. (B)(4).

Event description:
It was reported that the patient had dental work done and during the procedure, patient started to "shake all over" and an ambulance was called. Patient also reported having "pains going from [device] to neck". The device was checked at a hospital and it was "ok". Patient stated that since the dental procedure, there have been "problems" with the device. The patient's heart rhythm seems to be "erratic" at times. Follow up was conducted with the physician's office and the patient has not been seen since contacting the manufacturer. The device remains in use. No patient complications have been reported as a result of this event.